Event description:
This is an ongoing problem. Again today, staff opened a package of tubing to set up the room for an endoscopy. Upon opening the package and before it was used, the rn noticed that the tubing was cracked and separated from the cap. We continue to be in contact with the manufacturer's representative. The product is stored in a cabinet on the endoscopy unit. The product remains in its original box until it is needed for a case. This is the only product stored in that cabinet. The product comes from the manufacturer via the manufacturer's distributor. When it arrives at the hospital, it comes through our receiving dock and then goes directly to endoscopy. The device is not exposed to temperature extremes (heat or cold) during shipping, receiving, or storage. The rep is notified each time staff identifies the problem & staff return the affected product to the manufacturer.the rep continues to tell the staff that the cracks are due to the tubing being wrapped too tight when packaged at the manufacturing plant. Staff is frustrated in that they are opening multiple packages before they can find one that is not cracked. There is no other similar product on the market that the staff can use with our equipment. It is only possible to tell if the tubing is cracked once the packaging is opened. Lots that have cracked tubing also have tubing that is not cracked. Endoscopy staff notified the rep. There are other facilities in our area that use this product, and they too are experiencing the same problems. They have been reported to the MFR, and they also have obtained replacement product that contain multiple lots with the same problem.